Manufacturer narrative:
(B)(4). Bwi products in use for the procedure were: carto 3 system: ser# (B)(4); stockert generator: ser# st-(B)(4); cool flow pump: ser # (B)(4); soundstar catheter: cat# sndstr10, lot# OEM. (B)(4)

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which 1000 cc's was removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation. There was no application on rf energy during the procedure. A transseptal puncture was performed with agilis sheath, 11fr size, (B)(4). Injury occurred during the mapping phase. No error messages were seen on the equipment. The catheter was irrigated at the flow at the normal mapping rate of 2cc/min as required. The physician did not believe that a bwi product was responsible for the injury. Bwi taking conservative approach to report this event.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).